Manufacturer narrative:
Exact date of event unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported on an unknown date a CT revealed aneurysm expansion and a type I endoleak. Per the physician the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient will be monitored.